Event description:
The pump was returned for a large prime volume. Evaluation revealed an out of calibration force sensor and contamination in the force sensor assembly. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on 01/30/2012. Correction/removal report number: 2531779-03/24/2010-003-r. During evaluation the force sensor was found to be out of calibration. Unrelated to this issue, the display screen was found to be dim and discolored.